Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending, ramus and circumflex arteries. After the wires were placed in the lesions, a 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon would not inflate and when it was removed, the shaft broke part of the balloon inside the guide approximately 100 cm from the hub. Everything was removed as one unit and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.